Event description:
It was reported that a patient presented remotely via (B)(6). Upon review of the transmission, the patient's right ventricular lead was found to have high pacing impedance. Corrective programming changes were made on (B)(6) 2021. The patient was stable throughout.